Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the two instruments from reclaim set were found to not be functioning. Inner piece of distal stem insert was found to have stripped threads. Able to find another before case but spd discarded broken piece. Upper pull rod was cold welded together. Had another to use for the case.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirms the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.